Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was found to be in fallback mode. Review of the memory log found that the device had multiple resets after explant. Further review of the memory log, the device was functioning within specification while implanted. Testing confirmed the memory corruption to have been induced in the field, causing the device to enter fallback mode.

Event description:
Boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a telemetry time out during a device interrogation. The health care professional backed out of the interrogation session, and resumed the session using the telemetry wand. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information was received that this device was later explanted for normal battery depletion. The device was returned for reliability analysis.